Event description:
Caller reported that the t: slim x2 pump battery would not charge, despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Caller attempted to use different cables and adapters without success. Technical support decided to replace the pump and instructed the caller to allow the pump's battery to deplete fully before returning it. Customer was informed about the steps needed upon receiving the replacement pump, which would include updated software, and confirmed that they would use the current pump as backup therapy until then.